Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a known issue with the cardiac resynchronization therapy defibrillator (crt-d) set screw. There has not been an opportunity to address the set screw issue and the crt-d remains in use. No patient complications have been reported as a result of this event.